Manufacturer narrative:
Visual inspection confirmed the reported complaint. The drill was missing the entire drill head and the shaft was bent. The guide wire was bent dramatically. The root cause of the broken drill bit is most likely due to drilling over a bent guide wire. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review did not identified additional complaints for this lot number on file. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the neck of the drill bit broke off inside the patients femur while drilling. It was noted that the passing pin was bent upon removal. The broken piece was removed from the surgical site using a grasper and probe. The procedure was successfully completed using a back-up device. No patient injury or other complications were reported.